Manufacturer narrative:
Technician found that the side communication cable was not working. Found cable was torn and fuse f9 was no good. Side communication cable was torn and copper wires exposed. Replaced side communication cable and f9 fuse on pcb board to resolve this issue.

Event description:
Account alleges that the totalcare side comm cable was not working.